Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 22.8 and 11 mmol/l. The customer was treated with manual correction. The customer reported that the infusion set was getting detached. The insulin pump will not be returned for analysis.